Manufacturer narrative:
(B)(4). Was the device difficult to fire prior to having an issue with opening the device? ---the information was not provided from the hospital. At what firing did the issue occur? ---the information was not provided from the hospital. Were the clips closing completely? --- no. Scissoring. After the device was removed from tissue, was there any tissue damage? ---no.

Event description:
It was reported that during a laparoscopic procedure, the device could not be released after firing when the device was used on the blood vessel. The device was released by pulling the trigger from the handle by hand. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.